Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of irregular intermittent low voltage alarms along with the speakers of the controller softly alarming were confirmed. Log files were reviewed, and it was found on 29jul2025 intermittent low voltage alarms were observed. These alarms did not appear to effect pump function. The returned controller, serial number (B)(6), was connected to a known working test power module, system monitor, and mock circulatory loop and when manipulating the black power cable, an atypical power cable disconnect alarm on the black power cable activated. The controller was opened and visually inspected at the component level, the inside was found to be physically unremarkable; however, one of the speakers was found to be electrically compromised. The electrical resistances of the underlying wires in the black power cable were measured and revealed an electrical increased resistance on the brown wire. This wire corresponds to the relative state of charge (rsoc) voltage signal and damage to this wire would result in atypical low voltage alarms. The provided information indicated the alarms resolved after the controller was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the intermittent power cable disconnect alarm was determined to be due to increased resistance on the brown wire corresponding to the rsoc voltage signal, and the root cause of the reduced noise during alarms was due to damage to one of the controller's internal speakers. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on (B)(6) 2023. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms including backup battery faults, power cable disconnect, low voltage advisory, and low voltage hazard alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic and their system controller was beeping for low voltage and low power. The alarms were noted to be faint and the self test was also quiet. The alarms had been going on for a couple weeks. The left ventricular assist device (lvad) team exchanged the system controller with the patient's backup system controller. A new backup was provided. The patient was on a low flow system controller (cs-193858) and would need the new backup system controller to also get the low flow software upgrade which was planned to be done (B)(6) 2025. The faulty system controller would be returned.

Manufacturer narrative:
Section d4 was updated with new device information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.